Manufacturer narrative:
Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 480 mg/dl. Cause was not known. Reportedly, the customer reused the cartridge. Customer required third-party assistance to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.